Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement foam. Patient alleged bloating, gas and esophageal discomfort. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Previously in b2(outcomes attributed to adverse event), incorrectly marked on hospitalization. Now this corrected there is no adverse event this is product problem only so hospitalization should be unmarked.